Manufacturer narrative:
As reported in a research article, a case series of novel technique of coronary protection for patients with low coronary height undergoing transcatheter aortic valve implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, ¿a case series of novel technique of coronary protection for patients with low coronary height undergoing transcatheter aortic valve implantation¿, was reviewed. The article presented a case study of a 72 year old female with the following coronary dimensions: left coronary height = 5.3mm, right coronary height = 13.2, sinus of valsalva width = 21mm, sinus of valsalva height = 14mm, sino tubular junction = 26mm, valve-to-coronary = 3.3mm. It was reported on an unknown date, a 23mm trifecta valve was implanted. It was later reported on an unknown date, a decision was made to explant the degenerative valve and replaced with a 23mm non-abbott valve. The article concluded simultaneous kissing balloon is a novel technique of coronary protection in patients undergoing tavi at high risk of coronary artery occlusion (cao). Further studies are required to establish the safety of this novel technique. [The primary and corresponding author was mohammad alkhalil, cardiothoracic centre, freeman hospital, newcastle-upon-tyne ne7 7dn, united kingdom, with corresponding email: mohammad.alkhalil@nhs.net]